Manufacturer narrative:
Additional contact: (B)(6) healthcare. Address: (B)(6) attn: (B)(6) pharmacy, (B)(6). Name: (B)(6). Email: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump error 1660. No patient consequences were reported. No adverse effects were reported.